Event description:
During a right ureteroscopy with stone extraction, the stone basket broke leaving the cap and three prongs on the stone. The stone was retrieved, but the broken portion of the stone basket was not. A double-j stent was placed. Returned to surgery on 7/31/98 for right ureteroscopy with extraction of the foreign body.